Event description:
During posterior spinal fusion and interbody cage placement, the implant was placed anterior to the spine and was unable to be retrieved. Immediate flouroscopy showed the implant not in the proper place. The dr decided to close and come back via anterior approach to retrieve the cage. Dr. Opened and with assistance from another surgeon, the cage was removed. A new cage was placed from an anterior approach.